Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical use, the cardiosave intra-aortic balloon pump (iabp) an alarm sounded and the device stopped working, and after restarting it could not be operated due to an automatic refilling error. The device was replaced with another cardiosave in about 10 minutes, and there was no impact on the patient.

Manufacturer narrative:
A getinge field service engineer (fse) states error code #124 was confirmed in the log. (An error that made it difficult to release the balloon's internal pressure). This did not occur again after several days of running. The pim (0997-00-1178), (balloon connection part), manifold drive (0104-00-0031), and (pressure distribution valve) were replaced as the cause. Since there were no errors after running the unit for more than three days, inspection was performed. No logs were obtained, only the screen was checked. All functional test performed.